Event description:
(B)(6) received a warning from the FDA. (B)(6) item manager mr. (B)(6) removed the lot number affected in the warning from the shelf and proceeded to open one of the items in the case. This item (raytecs) was fraying off; then we proceeded to open three more raytec packages when we found out that all of them looked alike (fraying off) 4/4 opened. To prevent any risk to our surgical patients, we quarantine the entire case until further guidelines are provided. Also, our customers refused to use such an item to prevent any patient safety issues. Device codes: 1262, 2284, 2588. Patient code: 4582. Reference report mw5175108.